Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, date of birth and weight not reported. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. 510k unavailable. Original implant date unknown, since the part of the device still remains implanted there is no explant date. Device has not been returned to manufacture. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from device synthes europe reports an event in (B)(6) as follows: it was reported during a planned revision hardware removal surgery on (B)(6) 2018, three (3) screws broke (2.7mm and 3.5mm screws; unknown quantity of each) intraoperatively during removal. The screw heads were removed but the screw shafts were left in the patient's tibia bone. The surgery was prolonged about 30 minutes. This is report 2 of 3 for (B)(4). This report is for one unknown screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that three (3) screw bodies remained in the tibial pestle of the patient and the fourth screw was removed from the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality conducted an investigation of the returned device. Investigation selection investigation site: zuchwil selected flow: 5. Broken visual inspection: the received screws were found broken. Furthermore, there are several mechanical damages visible on the surfaces. Three screws are broken between the screw head and the screw shaft. One screw is broken at the threaded screw shaft. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Drawing/specification review: the manufactured and current revisions of the drawings could not be performed, as articles and lot numbers are not known. Material review: the material review could not be performed, as articles and lot numbers are not known. Summary: our investigation has shown that the complaint condition for all received screws is confirmed. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information and missing broken part. We suppose that a mechanical overload situation during use could lead to the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of implant reported as (B)(6) 2015, exact date is not known subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: catalog number: part numbers for the screws were either 02.211.03x screws or 213.03x.. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Explant date was updated and left blank as it was reported in error in (B)(4) since it was later reported that three (3) screw bodies remained in the tibial pestle of the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Facility is known. Product was not returned and no article- and lot number was provided. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.